Event description:
Physician reported left side rupture confirmed by MRI and capsular contracture baker grade I. Device has been explanted.

Manufacturer narrative:
(Fax number): (B)(6). (Zip code): (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as surgical impact opening (shell thickness within specification). Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: stress marks are observed assessed as non-penetrating nick.

Event description:
Physician reported left side rupture confirmed by MRI and capsular contracture baker grade I. Device has been explanted.